Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent surgery on (B)(6) 2008 due to stress urinary incontinence. On (B)(6) 2010, the patient underwent removal of old transvaginal tape due to hematuria and incontinence. (B)(4).

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2007. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Event description:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain and recurrence.

Manufacturer narrative:
It was reported that following insertion the patient experienced dyspareunia, bladder infections and uterine prolapse.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginal discharge.